Manufacturer narrative:
(B)(6). Analysis of the device is pending but further preliminary evaluation indicated the pusher shaft was found kinked at 14.0 and 15.5 cm from pusher shaft connector. The outer sheath was found separated from the outer sheath connector. Bubbles were noted at the outer sheath connector at the glued area. The outer sheath was found kinked at 123.0cm from outer member distal end. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was not possible for the physician/operator to deploy the 5x200 vas, 120cm smart flex stent due to product failure. Preliminary evaluation of the returned device indicates the stent was protruding by 5cm. A non cordis stent was used to finish the procedure successfully and there was no reported patient injury. The pullback system did not work. The physician had loosened the screw but it was not possible to do the pullback maneuver. Therefore the stent did not fold out. The problem was it was impossible to withdraw the sheath and deploy the stent. It was not possible to deploy the stent. The product was stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. The intended procedure and target lesion was recanalisation and stenting of sfa (superficial femoral artery). The degree of stenosis was not indicated but the lesion was calcified. The stent delivery system did not pass through any acute bends. It is unknown if the delivery of the sds to the lesion was ipsilateral or contralateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. The device did not deploy during the procedure and was not intentionally deployed after it was removed from the patient.

Manufacturer narrative:
A report was received that it was not possible to deploy a 5 x 200mm smart flex vascular stent as the ¿pullback system did not work¿. The device was exchanged and the procedure successfully completed with no reported patient injury. The event involved a patient undergoing percutaneous intervention of a target lesion in the superficial femoral artery that was described as calcified. The patient¿s vasculature was accessed via an unknown approach. The site reported that the stent delivery system (sds) had been stored, handled, inspected and prepped according to the instructions for use (IFU) and that nothing unusual was noted about the device prior to use. The sds was advanced and is noted to have not passed through any acute bends. No difficulty was encountered during the advancement and tracking of the device towards the lesion and no unusual force was required at any time during the procedure. Once across the target lesion, the hemostasis valve was loosened and the physician attempted to pull the outer sheath back without success resulting in an inability to deploy the stent. The device was removed without issue and the procedure successfully completed with a non-cordis sds with no reported patient injury. The site further clarified that they had not intentionally attempted to deploy the stent from the sds after the device had been removed from the patient. One non-sterile smart flex 5x200 vas, 120cm was received coiled inside a plastic bag with the following damages noted: a separated stopcock to y-connector snap fitting, kinks at 14.0cm and 15.5cm from the proximal luer hub on the pusher shaft, a separated outer sheath to hemostasis valve bond, bubbles in the glue area of the hemostasis valve to outer sheath bond, a kink 123.0cm from the distal end on the outer sheath and a partially deployed stent (0.5cm). The pusher shaft was then straightened and the hemostasis valve moved distally (in contact with the outer sheath) and the hemostasis valve and outer sheath bonded together using strong adhesive tape. The system was then flushed with distilled water to flush blood out the distal end of the device until clear. Functional testing of the stent deployment process and deployment force revealed that it deployed successfully with retraction of the outer sheath with a resulting maximum deployment force of 6.12 lbf. Inspection of the stent revealed that it was properly formed with the presence of a white and/or pink fibrous contaminant noted. The system was then disassembled and assessed for internal damages and/or defects. This analysis revealed damage on the guidewire lumen. This observed damage could not have been sustained prior to use by the physician/operator since it would not have been possible to fit the device over an interventional wire. The peek was also noted to be kinked at approximately 438mm and 732mm from the stainless steel pusher shaft. The outer sheath¿s inner diameter was dissected axially and no damages were noted on the distal end of the outer sheath. Striations and scratching were present on the proximal region of the outer sheath and delamination was present approximately 20mm distally from the kink in the outer sheath. A review of the manufacturing records for this lot of products revealed that it met specification prior to release by the manufacturer. The reported ¿sds ¿ deployment difficulty-partial deployment¿ and ¿sds ¿ deployment difficulty ¿unable¿ events were confirmed based on the results of the analysis. According to the manufacturer, there is no evidence to implicate the manufacturing process or to raw materials as the source of the event reported by the end user. The product IFU cautions the user that if resistance if felt when initially retracting the outer deployment sheath, they should not force deployment. Users are guided to withdraw the sds without deploying the stent. They are further instructed that the hemostasis valve on the handle must be loosened to allow free movement of the pusher tube during advancement. Based on the information available for review, there are vessel characteristics (calcification) and/or procedural factors (based on the results of the product analysis) that may have contributed to the reported event. Neither the device history record review nor the product analysis suggests that the reported event was related to the manufacturing process. A risk assessment has been initiated to address this type of issue.